Manufacturer narrative:
Manufacturer's investigation conclusion: no adverse events were reported in association with the use of heartmate 3 left ventricular assist system, serial number (B)(6). The account originally reported that the patient had incurred a major infection, which began on (B)(6) 2020. After further communication with the account, it was determined that the patient did not have an infection. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Although no adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally clarified by the site that the patient did not have an infection. The site mistakenly reported the infection information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection. No other information was provided.